Event description:
It was reported that the non-magnet electrocardiogram (egm) looks like a deflection on the ventricular egm is undersensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, implanted: (B)(6) 2012; addr01 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).